Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). The reported events: loop frayed and loop broke. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a colonoscopy procedure. According to the complainant, the snare loop was very difficult to retract; it felt like the loop was jerking/catching. This reportedly interfered with the user's ability to gauge the tension of the snare loop, once it was tightened around the target polyp, and the loop ultimately frayed and broke open inside the patient. The procedure was completed with another captiflex micro oval snare. There were no patient complications reported as a result of this event.